Event description:
While removing implant with trephine drill, the trephine drill changed shape and caused a lip laceration and a tear in the right floor of the mouth/lateral tongue.

Event description:
While removing implant with trephine drill, the trephine drill changed shape and caused a lip laceration and a tear in the right floor of the mouth/lateral tongue.